Event description:
It was reported to the MFR that the vns pt experienced a seizure and was not able to perceive vns magnet mode or normal mode stimulation. Diagnostic tests performed on the pt's device revealed that the generator is nearing end of service as the eri flag was yes. A battery life calculation was performed on the pt's device which revealed approximately 4 yrs till end of service. The pt's generator was suspected to be reaching end of service prematurely. The reported seizure activity is not above pre-vns baseline level. The pt's generator has been replaced and the explanted generator has been returned to the MFR for product analysis. Product analysis is currently pending.